Event description:
Ous MDR - after an implantation time of about 56 months, the patient went to the hospital after collapsing. Interrogation of the device revealed significant pauses. The pacemaker was explanted. The explant and event dates were not provided.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to a visual and mechanical inspection. The visual inspection revealed scratches on the front of the pacemaker housing. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bore were within the range requested by the is-1 standard specifications. The set screw was effectively contacting the connector pins. The set screw could be easily screwed in and out. Also, the spring element for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be inserted and connected to the device. Upon incoming inspection, the pacemaker stimulated with the following parameters: ssir-mode / 70 pm / 2.5 v / 0.75 ms / unipolar. The lead check was activated, therefore after explantation, the pacemaker switched from bipolar into unipolar polarity. The pacemaker was subjected to a complete final acceptance test and there was no indication of sensing and/or pacing problems. However, due to the reduced battery voltage, the final acceptance test was not finalized which is expected. Additionally, the pacemaker was subjected to a long-term pacing test. The pacing test confirmed a permanent pacing of the device. The documentation received was reviewed during analysis. During the clinical observation, the pacemaker was programmed as received for analysis. The review of the lead impedance trend and the r-wave did not reveal any conspicuity. The external ecgs confirmed the loss of capture. In summary, this pacemaker show any sign of a material or manufacturing problem. The analysis did not reveal any deviation from the specification that might have been related to the intermittent loss of capture.